Event description:
It was reported that during a vascular surgical procedure, the patient received multiple inappropriate therapies due to noise induced by the use of electrocautery. The therapies were not programmed off prior to the procedure. A false alert for low hv lead impedance and hv output circuit damage was displayed. When attempting to reload the firmware the patient again received therapy, possibly due to oversensing caused by the absence of the lfa filter during download. A magnet was placed and the device was reprogrammed successfully. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.